Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. A correction was made to h6 device code. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - increased gradients" was unable to be confirmed due to unavailability of medical record/relevant imagery/device return for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 6.5 months later, the patient presented with stenosis of the 23s3u and showed an echo mean gradient reading of 54." It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Due to insufficient information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve inside a prior 23mm sapien 3 ultra valve in the aortic position. Approximately 6.5 months later, the patient presented with stenosis of the 23s3u and showed an echo mean gradient reading of 54. The patient underwent treatment with a 20mm sapien 3 ultra resilia valve inside the pre-existing valves (viviv). No CT scan or tee echo done pre procedure. Cath gradients and possible post dilating previous valve was discussed; however, the implanter decided to opt for a 20mm s3ur for treatment.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.